Event description:
This customer reported that during a synchronized cardioversion attempt, the device did not shock when the users pressed the shock button. There was no impact to the involved patient.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.